Event description:
The user facility reported that the 7fr introducer was placed in the right common femoral artery. Placement of the 8fr angio-seal closure system. Placement of the guidewire in the arterial introducer. Removal of the introducer. Placement of the first part of the guidewire with positioning test (arterial jet). Removal of the guidewire. Placement of part 2 of the angio-seal and when pulling on the device to properly attach the anchor, everything came off because there was no connection between the anchor and the rest of the angio-seal system, parts 1 and 2. Additional information was received on (B)(6) 2022: the procedure was chronic total occlusion (cto), occluded coronary recanalization time 1.5 hours. A 7fr procedural sheath was used. There were no difficulties with the arterial access, sheath, guide wire or catheter insertion. The angio-seal sheath was inserted without difficulty or kinking. Hemostasis was achieved by manual compression. The patient was stable; however, the patient had a small hematoma.

Manufacturer narrative:
Patient identifier: not available due to hospital policy. Age & date of birth: not available due to hospital policy. Patient sex: not available due to hospital policy. Weight: not available due to hospital policy. Ethnicity: not available due to hospital policy. Race: not available due to hospital policy. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath and carrier tube were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor was found to have been visible within the opening at the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor and collagen were deployed from the device; however, the suture broke during deployment testing. The carrier tube hub was subsequently opened to examine the spool of suture, and the component was found to have been undeployed. Deployment testing was continued by attempting to pull the suture manually, however, the suture broke and was unable to be fully deployed. The complaint was able to be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).